Event description:
During colonoscopy, the scope was advanced to 30cm to access a bleeding abscess. While pushing, the scope went through a possibly pre-existing hole and pierced the abdominal wall. The pt required a sigmoid resection and was then transferred to the special care unit and remained intubated overnight but the hospital stay was more due to the lateness of the case than the reported incident with the scope. The pt is reportedly doing fine.